Event description:
It was reported that the patient, that is enrolled in the (B)(4) clinical study, experienced an off event of the stimulation. The patient was hospitalized, given medication and the device was reprogrammed. The patient was discharged the same day and the event is recovering and resolving. The event was assessed as having a causal relationship to the stimulation and not related to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs directional lead; upn: m365db2202300; model: db2202-30; serial: (B)(6); batch: 7075309. Product family: dbs directional lead ; upn: m365db2202300; model: db2202-30; serial: (B)(6); batch: 707412.

Event description:
It was reported that the patient, that is enrolled in the a4010 clinical study, experienced inadequate stimulation causing the patient to have "freezing of gait." The patient was hospitalized, given medication and the device was reprogrammed to increase the stimulation. The patient was discharged the same day and the event is recovering and resolving. The event was assessed as having a causal relationship to the stimulation and not related to the procedure. It was additionally reported that the patient experienced being off balance causing them to fall.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs directional lead, upn: m365db2202300, model: db2202-30, serial:(B)(6), batch: 7075309. Product family: dbs directional lead, upn: m365db2202300, model: db2202-30, serial: (B)(6), batch: 707412.

Event description:
It was reported that the patient, that is enrolled in the (B)(4) clinical study, experienced inadequate stimulation causing the patient to have "freezing of gait." The patient was hospitalized, given medication and the device was reprogrammed to increase the stimulation. The patient was discharged the same day and the event is recovering and resolving. The event was assessed as having a causal relationship to the stimulation and not related to the procedure.

Event description:
It was reported that the patient, that is enrolled in the a4010 clinical study, experienced an off event of the stimulation. The patient was hospitalized, given medication and the device was reprogrammed. The patient was discharged the same day and the event is recovering and resolving. The event was assessed as having a causal relationship to the stimulation and not related to the procedure. Additional information was received that the stimulation was on, and that that the patient experienced freezing gait.